Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reverting to the set-up mode when attempting a blood glucose test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 12pm. The patient reportedly manages her diabetes with three different types of insulin (unknown names and doses). It is not known what, if any actions the patient took regarding her usual diabetes management routine in response to the alleged issue. Approximately 30 minutes later, the patient claimed she developed symptoms of "blurry vision" but denied receiving any treatment. At the time of troubleshooting, the cca noted the issue was resolved by assisting the patient with setting up the meter and walking her through a test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.